Event description:
It was reported that the female pt had a cannon catheter in place and it was discovered that the blue hub was cracked. Additional information received on 11/17/2010 from the sales representative stated the catheter being used was an edge chronic catheter, not a cannon catheter. Due to the blue hub cracking, a catheter exchange was performed. The pt had to stop dialysis for a day or so (couple of hours). There was no pt death and no pt complications were reported. Reference MDR #1036844-2010-00359 for the second event with this replacement catheter for this same pt 17 days later.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.